Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 185 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.